Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient's parents a broken needle that occurred on (B)(6) 2014. Patient's parents stated that upon insertion of a new sensor into the abdomen, the introducer needle broke and a portion of the needle remained under the skin. The patient's parents rushed the patient to the emergency room. An ultrasonography examination was performed showing a small linear object the size of 6 mm x 0.8 mm. The patient had a surgical procedure to remove the small linear object. The surgeon cut a 3 cm x 1.5 cm x 1.5 cm piece of tissue and applied stitches. The tissue sample was sent to the histopathology for examination which found that in one piece of the sample there was a small concentration of a dark, soft, grainy substance, possibly remains of the foreign body. The patient's parents returned to the hospital a few days later to have the patient's stitches removed. The patient developed a scar after the procedure but was reported to be doing well. At the time of contact, the foreign distributor did not report any further injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).